Event description:
The olympus representative reported on behalf of the customer, during reprocessing, before use, air could not pass through the tube on the evis lucera colonovideoscope smoothly. The nozzle was clogged due to incorrect or insufficient reprocessing. The scope was being used with the evis lucera elite video system center, evis lucera elite xenon light source, high-definition liquid crystal display (lcd) monitor, and the workstation set prior to a procedure. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported. The customer reprocessed the scope according to the correct procedure, but the debris from the cleaning attachment would get into the scope. The injection tube was used for manual cleaning. Scraping was found on the mounting part of the injection tube. Kengewang was used as the automatic endoscope reprocessor (aer) to reprocess the scope. The nozzle had never been replaced onsite.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The nozzle was clogged with foreign material. Switch two (2) was leaking. The keytop of switch one (1) was damaged. The nameplate was missing. The angulation was insufficient. The objective lens was scratched slightly and there was no safety sign on charge-coupled device cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the device manufacture date.

Event description:
Additional information was received rom the reporter. The intended diagnostic enteroscopy was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that foreign material such as gauze which originated from the peripheral device, body fluids, and chemical solutions clogged in the nozzle because of inappropriate reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function; inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual: cleaning, disinfection, and sterilization procedures precleaning warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope flush water and air into the air/water channel: caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection, and sterilization procedures: cleaning the external surface: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel; removing detergent solution from all channels; presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.